Manufacturer narrative:
Unknown - 5fr triple lumen cvc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the blue hub on a 5fr triple lumen central venous catheter placed on (B)(6) 018 was found cracked on (B)(6) 2018. The line was removed and replaced on an unknown date. Additional patient, device and lot information is unknown and will not be provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation a review of the documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. A review of relevant manufacturing documents was conducted. The risk specification for this product includes the hub fracture failure mode and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. However, measures are being initiated to investigate this failure mode. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.